Event description:
It was reported that the patient had cerebrospinal fluid leak during the trial lead implant procedure. The physician aborted the procedure and the device was disposed by the facility. No further information has been obtained. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that the patient had cerebrospinal fluid leak during the trial lead implant procedure. The physician aborted the procedure and the device was disposed by the facility. No further information has been obtained.